Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a colon resection, after the device was fired, the eea was stuck on tissue in the anastomosis. In order to remove the eea the surgeon had to "rip it out" and the tissue was torn. There was unanticipated tissue loss. The surgeon had to re-do the anastomosis with a different eea device. There was no blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No reinforcement material was used.